Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device but was not able to duplicate the complaint. The fsr viewed the event log of the device and observed that the device had been unplugged from the external power source, which then subsequently resulted in an "ac power alarm", "on battery power", and then "vent inop" conditions. The fsr performed the performance test, user verification tests, and operational verification procedure, and the device operated to manufacturer specifications. Based on the fsr's findings, it is suspected that the cause of the reported issue was due to use error by the customer not having the device plugged in to an external power source and the customer did not respond to the subsequent alarm conditions to resolve the issue. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" while in use with a patient. The customer reported that there was no patient harm or injury.